Event description:
Pins on frame broken. In speaking with the reporter, it was learned the footrests were completely broken. The chair is in the possession of the end user. The dealer is not sure how the pins came to be broken, just knows that they were. No injury.